Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient saw a different neurologist and he turned her implantable neurostimulator (ins) off and on. The patient stated that when she returned home, she was nauseous, didn't feel right, and felt like she had to fall down. The patient reported she fell down had to hold onto things. Some days later, when the patient attempted to stand up, she passed out and woke up with blood everywhere. The patient stated "I know that it's because they turned it off and on." The patient was afraid to turn it off and back on because it impacts her whole body.

Event description:
Additional information was received from a patient and a manufacturer representative (rep). It was reported that following the fall, the patient thought she broke her nose and went to the ER. While in the ER, the patient's device was reprogrammed and her lip was glued closed instead of being stitched. The patient also noted that the area around her ins site was swollen. The patient also experienced pain starting in her shoulder and ending in her hand, tingling, a worsening of her dystonia, inability to chew food as her jaw was clenched very tight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.